Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was bright red, glowing and smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: a-2, a-3, a-4, d-4 lot & expiration date, e-1, g-4, g-7, h-2, h-3, h-4, h-6, h-10. Update e-1 event site email - (B)(6). Internal complaint number: tw #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was bright red, glowing and smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.